Event description:
As initially reported by a non-healthcare professional on behalf of the consumer stated that there were no issues with the product during the first use. However, during the second use, the lens was reported to be unblocked and caused uncomfortable along with a foreign body feeling. The consumer subsequently goes to the hospital for medical treatment, and the physician diagnosed a corneal ulcer. Following the diagnosis, the use of the product was discontinued. Current status of the consumer¿s eye is symptoms resolved. No additional information has been requested at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).